Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection failed. The returned cable had a bent pin on the connector. No functional test was completed due to the damaged connector.

Event description:
During a procedure a metriq pump was selected for use. During the procedure, it was found that the junction of the linkage line was damaged. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a metriq pump was selected for use. During the procedure, it was found that the junction of the linkage line was damaged. The procedure was not completed due to this event. The patient is stable, no patient complication or other additional intervention reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.